Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual review of the fiber noted that the fiber was fractured. The break occurred 40.4cm from tip end. The customer's reported complaint description of the fiber fracturing is confirmed. A definitive root cause for the reported complaint description cannot be determined, however, it does not appear to be manufacturing related. The examination of the returned sample noted the shaft of the fiber was fractured; this is indicative of the glass core of the fiber fracturing, which could occur when handling. A lot history records search for the nevertouch direct kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. The instructions for use, which is supplied to the end user with this catalog number, contains the following statement ""avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: during an evlt procedure, the laser fiber fractured. There was no report of patient harm or injury. It was reported the disposable device is available for return to the manufacturer for a device evaluation.